Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm and a motor error alarm. They were trying to bolus when these alarms occurred. Customer's blood glucose was 535 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal, insulin pump was exposed to magnetic field ¿ had an x-ray. The pump was able to rewind. The insulin pump history showed that a motor error did occur more than once in the last 30 days. The customer had not treated for the no delivery and was not able to troubleshoot for the no delivery alarm and the high blood glucose because of the motor error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. They were advised to erase the basal rate and to return the insulin pump with the battery. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.